Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of uterine cervical squamous metaplasia, ovarian adhesion, excessive menstruation and crying on (B)(6) 2023, abnormal uterine bleeding and endometrial biopsy on (B)(6) 2023, migraine, blood pressure high, blood transfusion and gastrointestinal disorder on (B)(6) 2023, ill feeling, vaginal pain, nausea, appetite disorder nos (appetite change on tpn underweight, abdominal pain and nausea,), smoker (everyday) and ovarian cyst (cyst wrapped around the right ovary.) On (B)(6) 2022, menopause in 2016, birth control (essure) in 2012, tonsillectomy in 1997 and vaginal bleeding. Previously administered products included: hydrocodone. The patient had a family history of type 2 diabetes mellitus, hyperlipidemia, heart disease, unspecified and hypertension. Concurrent conditions were listed as uterine leiomyoma since (B)(6) 2023 and weakness, underweight, total parenteral nutrition, chronic pancreatitis, pelvic pain and abdominal pain (like cramping.) Since (B)(6) 2022. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3725 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy,cholecystectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: has nodules on vagina. Diagnostic results (normal ranges are provided in parenthesis if available): [mammogram] in 2014: normal [pathology test] on (B)(6) 2023: clinical history:leiomyoma, excessive menstruation final diagnoses: uterus with left side fallopian tubes & ovaries uterus. Hysterectomy with left salpingo-oophorectomy: - atrophic endometrium - atrophic ovary with tubo-ovarian adhesions - squamous metaplasia (cervix) - clinical history of menorrhagia [pregnancy test urine] on (B)(6) 2023: negative [smear cervix] in 2016: normal result quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3725 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of uterine cervical squamous metaplasia, ovarian adhesion, excessive menstruation and crying on (B)(6) 2023, abnormal uterine bleeding and endometrial biopsy on (B)(6) 2023, migraine, blood pressure high, blood transfusion and gastrointestinal disorder on (B)(6) 2023, ill feeling, vaginal pain, nausea, appetite disorder nos (appetite change on tpn underweight, abdominal pain and nausea,), smoker (everyday) and ovarian cyst (cyst wrapped around the right ovary.) On (B)(6) 2022, menopause in 2016, birth control (essure) in 2012, tonsillectomy in 1997 and vaginal bleeding. Previously administered products included: hydrocodone. The patient had a family history of type 2 diabetes mellitus, hyperlipidemia, heart disease, unspecified and hypertension. Concurrent conditions were listed as uterine leiomyoma since (B)(6) 2023 and weakness, underweight, total parenteral nutrition, chronic pancreatitis, pelvic pain and abdominal pain (like cramping.) Since (B)(6) 2022. On (B)(6) 2013, the patient had essure inserted. On (b)(7) 2023, 3725 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy,cholecystectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: has nodules on vagina. Diagnostic results (normal ranges are provided in parenthesis if available): [mammogram] in 2014: normal. [Pathology test] on (B)(6) 2023: clinical history: leiomyoma, excessive menstruation. Final diagnoses: uterus with left side fallopian tubes and ovaries. Uterus. Hysterectomy with left salpingo-oophorectomy: atrophic endometrium; atrophic ovary with tubo-ovarian adhesions; squamous metaplasia (cervix); clinical history of menorrhagia. [Pregnancy test urine] on (B)(6) 2023: negative [smear cervix] in 2016: normal result. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: reporter information,patient information,medical history,lab data,non drug treatment,indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3725 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.